Manufacturer narrative:
(B)(4). The patient was prescribed multiple product codes for a minicap transfer set. The product code and lot number of the product used by the patient is unknown; however, the product codes share a common brand name, manufacturer, and 510k number which have been provided. A batch review was conducted for potentially associated lot numbers h14b06064, h14b28035, and h14d01012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The peritonitis was manifested by abdominal pain and cloudy bag. The patient was treated with intraperitoneal vancomycin (1g daily for four days) for the event. The patient was reported to be recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.